Event description:
It was reported the patient had pain at her internal neurostimulator (ins) site when lying on her back. The patient stated the area was tender to the touch but not red or swollen. A knot was present which the patient stated she was told was normal. The patient stated the stimulation was "pretty good" overall. The patient stated the stimulation felt was increasing over the last two days but her setting remained unchanged. The patient stated there was no known accident or indication related to this complaint. The patient was reprogrammed decreasing the voltage, however, with the decreased voltage the patient could no longer feel the stimulation. The patient tried to increase the voltage but was unsure if she did it correctly. The patient was advised to contact her health care professional. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v822732, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information was received from the patient that reported they had received assistance from their doctor or a manufacturer's representative and their concerns were resolved. However, the patient also noted that they still had concerns regarding the device or therapy and were working with their doctor or a manufacturer's representative. Additional information was also received from the patient's hcp which reported that they were unaware of any issues with the patient's implantable neurostimulator (ins). Impedance values were normal and no interventions were taken by the physician. The patient stated that the pain resolved on its own and had no pain on the day they met with the physician. The patient had discussed the issue with the manufacturer's representative, and not with the physician. The patient did not require hospitalization and suffered no injury. The patient recovered without sequelae. If additional information is received, a follow up report will be sent.